Event description:
Customer's mother reported that the insulin pump returned a button error alarm during the rewind process. Caller did not recall any significant events leading up to the error alarm. Blood glucose level was 306 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with no esc and down arrow button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, stained end cap sticker, and cracked belt clip slot.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.